Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory in comparison to the laboratory inr result. Results are as follows: (B)(6) 2013, inratio inr=3.6; (B)(6) 2013, inratio inr=3.3; (B)(6) 2013, laboratory inr=8.0. Reportedly, the meter was not in the correct mode when finger stick was performed. The pt had stopped dosing their coumadin on (B)(6) 2013, due to the inr results. Pt was hospitalized on (B)(6) 2013 for unspecified abnormal bleeding. The caller did not know what treatments were provided or any additional info.

Manufacturer narrative:
Investigation pending.